Event description:
The event is reported as: complaint was received via medwatch. Complaint details were reported as the following: "agitated patient disconnected himself from ventilator despite being well restrained. Adapter came out of the et tube and remained stuck in the ventilator tubing which was pulled apart by the patient". No patient injury reported.

Manufacturer narrative:
Unknown if sample is available for evaluation, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.